Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced severe hyperglycemia while using the ilet, with blood glucose readings in the 400s and pump dosing paused due to the device being in a fill tubing state; after guidance to unlock the pump, confirm drops, and reconnect, insulin delivery resumed and a site change was completed, after which glucose trended downward. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.